Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported. That it was reported, that the surgeon was putting the hole eliminator into the cup and the hole eliminator went completely through the cup. The surgeon decided to leave it behind the cup, rather than removing the well-fixed cup. There was not a delay to the case. Surgeon concerned about whether or not there are more lot numbers in circulation that have this issue. X-ray from intra op is available if needed. Surgical delay unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The depuy synthes team forwarded the photo evidence to depuy cork, which conducted visual inspection of the received evidence. Based on the current manufacturing investigation, which has been completed. The following was concluded, and result that the complaint is non-verifiable. The product was not returned. And there is no evidence to support the allegation made in the complaint. Visual analysis of the photo revealed, that there was no damage or defects with the unk hip acetabular hole eliminator . There is not enough evidence in the photo to confirm, the allegation. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was not confirmed, as the unk hip acetabular hole eliminator was found to have no damage or defects. No definitive root cause could be determined. There was no indication, that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #(B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was putting the hole eliminator into the cup, and the hole eliminator went completely through the cup. The surgeon decided to leave it behind the cup, rather than removing the well-fixed cup. There was not a delay to the case.